Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a dissection occurred. The de novo target lesion was located in the left anterior descending coronary artery. Post deployment of a 3.0x20mm synergy drug eluting stent, while taking orthogonal views of the deployed stent, a distal edge dissection was noted. To cover the edge dissection, a 2.5x16mm promus elite stent was implanted. The patient was stable at the end of procedure.